Event description:
The reporter did back to back (rapid succession) blood glucose tests, using separate finger sticks. Results were 41 and 190mg/dl. Reporter did not have any symptoms. Control solution testing was not done due to unavailability of supplies. During troubleshooting, the reporter stated never cleaned the meter. No harm was alleged. Followup attemps to contact the reporter for add'l info have not been successful.